Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. Approximately 7 months post index procedure, the patient was re-hospitalized re-ptca of target lesion was performed due to restenosis. An endeavor sprint rx drug eluting stent was implanted successfully. The investigator indicated that the reported event was probably related to the study device. On same day as revascularization, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. Ref MFR #s: 9612164-2012-00488 , 9612164-2012-00489, 9612164-2012-00490.

Event description:
The outcome of the previously reported revascularization was successful.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction).